Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7113891.

Event description:
It was reported that the patient was not able to get enough pain relief. It was noted that leads had moved. The patient underwent an implantable pulse generator (ipg) and lead replacement procedure and was doing well postoperatively. The explanted device was discarded at the facility.